Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that a false alarm was observed. The alert said the lv safety margin was at low. Capture threshold and pacing amplitude were normal. It was considered a false alarm and that there was no problem with the device. No patient symptoms reported.